Event description:
It was reported that a patient was revised approximately three years and three months post implantation due to instability. The surgeon removed the articular surface and replaced it with another one that is one size bigger. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.